Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope gynecologic exhibited the locking line key plug of the video cable section contained foreign material and the fiber bonding in the outer tube area at the distal end was damaged. There was no patient involvement.